Event description:
It was reported that the patient had a possible infection above the generator site. Surgical intervention took place where the system was explanted to address the issue, the manufacture representative will not be receiving further updates regarding the infection.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. Correction - h2 corrected checked additional information instead of response to FDA request. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.